Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had received a diagnosis of diabetic ketoacidosis while wearing the pod and "being out in the sun all day." The patient's mother advised the patient had been on a family trip and became dehydrated and "started feeling really bad." 9-1-1 was called and patient was taken to the hospital, where the official diagnosis was made. Treatment included administration of insulin. The mother was unaware of the additional difficulties diabetic patients have with dehydration, being that the patient is the only one with diabetes in their family. The physician who treated that patient advised the pod was "doing its job perfectly," however, "due to other circumstances" required a "different type of treatment."